Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Potential causes of pain are programming parameters, migration, interference from a non-curonix device, patient is a poor candidate due to health, weight, age, or mental capacity, severe force applied to the implant, and off-label use. The stimulator is used to treat pain. The cause of the increased pain is due to increased activity. Therefore, no problem found was selected as the as analyzed code (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported increased muscular pain due to increased activity. The patient routinely cycles through the program options to find the therapy that works best for them. The patient is very happy with the therapy and is doing well. No further issues have been reported.